Event description:
The customer reported that the system locked up with a generator error during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The batteries and the x-ray monoblock were replaced during the service call. The reported issue is currently under investigation.